Event description:
It was reported that the patient presented to the clinic after receiving a hv shock from the device for sensed noise events. The patient reported feeling dizzy. Review of the strips revealed noise events causing inhibition of bp events. Noise was picked up with a freeze capture. The physician feels the noise problem might be inside the ICD. X-ray and pocket manipulation was suggested. Programming changes were made as myopotential oversensing was still noticed. The device was later explanted and replaced. The leads were tested and tested fine. The patient did well before, during, and after procedure.

Manufacturer narrative:
The reported field event of inappropriate therapy due to noise was confirmed in the laboratory due to review of egm. The device was tested on the bench and using automated testing equipment and no anomalies were found.